Event description:
Roberts mfg co, inc. Has been advised by its supplier of electrical power cords that a defect may exist in the cord. Bare wire on the power cord of some of the affected heating pads may be exposed. Roberts is not aware of any incidents involving the units, but the condition presents a potential risk of electrical shock.